Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy the 30-degree endoscope plus lost the horizon in the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the procedure was on (B)(6)2023.

Manufacturer narrative:
Based on the claim against the product by the customer noting a horizon issue, an investigation was completed. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus and failure analysis has confirmed but could not replicate the reported issue. The 30-degree endoscope plus was manually rotated using a screening aid to test for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing to confirm binding. The endoscope integrated connector was visually inspected and damage to the electrical contacts and circuit board were detected. During visual inspection, the connector also had discoloration. A site history was reviewed and found related complaints under patient identifier(B)(4). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.